Manufacturer narrative:
The descemet¿s membrane is the bottom layer of the cornea that boarders the stroma and the endothelial layer of the cornea. Descemet¿s membrane detachment (dmd) is a risk that comes from cataract surgery. The condition itself is uncommon but most often reported after cataract surgery. Descemet¿s membrane detachment/tearing are often attributable to surgical procedures, and are usually confined to an incision site. Cases of descemet¿s detachment during traditional (non-laser) surgery are well reported in the literature. Known risk factors that may increase the likelihood of a detachment include oblique angle of entry, anterior and shelved incisions, use of a blunt knife, injection of viscoelastic or antibiotics anteriorly to descemet¿s membrane, a shallow anterior chamber, soft eye, previous surgery, and recent episode of corneal edema. The laser was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A literature article was received and stated four patients experienced localized descemet detachment during femtosecond laser assisted cataract surgery (flacs). Three detachments occurred when the laser was performing the secondary incision and one occurred during the primary incision. The patients has no prior ocular surgeries. The surgeon was using their routine laser parameters and the laser presented no abnormality during calibration. In all cases, the laser started firing normally in the anterior chamber and the detachment occurred right after the laser was applied in the corneal internal surface. None of the detachments extended to the corneal central part of the eye. The incision was opened at the incision site that was not affected by the descemet detachment and filled the anterior chamber with ophthalmic viscosurgical device to increase intracameral pressure and isolate the detached part of the descemet membrane. Then, the incision with the detachment is opened with a spatula. The phacoemulsification and intraocular lens implantation occurred uneventfully in all cases. The corneas were clear on the first postoperative day and anterior segment optical coherence tomography showed resolution of the detachments within 30 days. Reference: ventura bv, ventura mc. Managing descemet detachment in femtosecond laser-assisted cataract surgery: the isolate-and-release technique. 136-137.